Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient's date of birth reported as an unknown date in (B)(6) 2005. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was confirmed that all screw heads broken off prior to revision. This report is for a 4.5mm cortex screw self-tapping 28mm.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation selection investigation site: zuchwil selected flow: damaged - broken visual inspection: we have received only the cortex screw head back for investigation. The screw is broken close to the neck point. The star-drive recess is in a used condition. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: because of the damages & missing shaft the complaint relevant dimensions cannot be checked to print specifications anymore. Drawing/specification review: the manufacturing document shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The broken surface is homogeneous what indicates material conformity as well. Summary: the observed damage is consistent with the reported complaint condition as such the complaint condition can be confirmed. However, based on the provided information we are not able to determine the exact cause of this complaint. This lot of 240 pieces was manufactured in october 2018, all devices are distributed and we are not aware of any other complaint for this part- and lot number combination. We only can assume that a mechanical overloading situation has caused the breakage. We conclude that the cause of failure is not due to any manufacturing non-conformances. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Please find all pictures related to this investigation under pi-(B)(4). Part number: 214.828, synthes lot number: 1l94160, manufacturing site: grenchen, release to warehouse date: oct. 15, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes, reports an event in the united kingdom as follows: it was reported that on (B)(6) 2019, six weeks after the original procedure of proximal femoral varus osteotomy (r), a revision surgery was performed on the patient as all the unknown number of screws that were used on 5.0mm paeds locking hip plate broke. Screw heads were removed easily, removal of shafts was not attempted. Fixation was revised with locking screws through same plate. The revision procedure completed successfully. Concomitant device reported: unknown plate (part # unknown, lot # unknown, quantity # 1). This complaint involves one (1) device. The report is for one (1) unknown trauma screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is for an unknown 5mm screw/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that six weeks ago, a revised a 5.0mm paeds locking hip plate in which all the screws broke. The first by two weeks post-op. The screw heads are in the position of the facility. Concomitant device reported: unknown plate (part # unknown, lot # unknown, quantity # 1). This complaint involves an unknown number of devices. This report is 1 of 1 for (B)(4).